Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported thrombosis cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation and enlarged atrium for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the patient, the guide wire and dilator was removed when a blood clot was visualized within the sgc. Troubleshooting was preformed to aspirate the clot, but it was unsuccessful as the clot was within the hemostatic valve. The sgc was removed from the patient. A replacement sgc was inserted within the patient, upon connecting the sgc to the stabilizer it was identified that the first pin successfully attached to the stabilizer, but the second pin would not connect. Troubleshooting was preformed unsuccessfully but the procedure was continued while stabilizing the device manually. The procedure was completed successfully by implanting a mitraclip and the procedure was discontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.